Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 67 y/o male patient had a revision for an unknown reason. Surgeon performed a poly swap. Patient was revised to exactech device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The sales rep was unable to obtain x-rays or images. The device is not available for evaluation as the hospital kept implants.